Event description:
It was reported that the stopper separated from the plunger while using the bd luer-lok¿ tip syringe. This event occurred 2 times. The following information was provided by the initial reporter, translated from french to english: we use the 1ml magnifying syringes for the preparation of botulinum toxins and twice during the preparation, the white plungers contained in the syringes were detached from the black plunger contained in the body of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: four photos and two loose 1ml luer lock syringes (p/n 309628) were received and visually evaluated. The samples were observed to have a stopper with the plunger rod tip present lodged at the roof of the barrel. The plunger rod necks/heads were separated from the stopper and plunger tip. The observed condition was non-conforming per product specification. Potential root cause for the stopper separation from plunger defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0064501 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 0064501. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the stopper separated from the plunger while using the bd luer-lok¿ tip syringe. This event occurred 2 times. The following information was provided by the initial reporter, translated from french to english: we use the 1ml magnifying syringes for the preparation of botulinum toxins and twice during the preparation, the white plungers contained in the syringes were detached from the black plunger contained in the body of the syringe.